Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that they have no to low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
Evh potentiometer damaged. Found that the power potentiometer was damaged causing intermittent power. Could not replicate the complaint of "no water flow and sterimate getting hot." Recommend checking inserts being used with unit for any damage, wear or clogging as this could be causing the issue. Calibrated and cleaned unit.